Event description:
Philips received a complaint from the biomedical engineer customer on the v60 ventilator indicating that the device fails to power on nor charge the battery and has no ac power led indicator. There is no voltage across brown and orange wires at molex connector between the power supply and power management board. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported problem. The biomedical engineer (bme) confirmed that the 24-volt power is operating within specification. The bme also reported that there is no 24 volts dc across the brown and orange wires. After performing further troubleshooting steps per the service manual, it was determined that the power supply needs to be replaced. The rse provided the part ID for the power supply for repair.

Manufacturer narrative:
The customer replaced power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.